Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona tibial articular surface provisional right size ef top catalog # : ni lot #: ni the complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00047 .

Event description:
It was reported during knee arthroplasty that the top articular surface provisional cracked and the post fractured off the bottom articular surface provisional. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6: proposed component code: mechanical g4-bottom. Visual examination of the provided pictures shows only tasp bottom with nick, gouges and crack near the post. However, no picture of tasp top was provided. Tasp bottom: review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Tasp bottom: a definitive root cause cannot be determined. However, the ztr wa 0820 20 documents the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint for only tasp bottom can be confirmed using provided picture. No picture or product provided to confirm the reported fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.